Event description:
Event description boston scientific, crm received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) device, the right ventricular (rv) defibrillaion lead did not pace while connected to the pacing system analyzer (psa). The patient had an intrinsic rhythm of 30 bpm. The lead was then connected to the device; however, it wouldn't pace. The rep replaced the battery in the psa and it then paced. At the conclusion of the procedure everything was confirmed to be functioning normally. No adverse patient effects were reported. It was later reported that there was noise on the rv lead with pacing inhibition. As a result, a new pace sense lead was implanted in the rv. The device was also explanted, as it showed oxidation/discoloration on the header around the rv lead. ,